Event description:
It was reported that during a surgery, the t2 dropped out from needle before pushing deployment knob. T1 was placed successfully. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Wo fast-fix 360 curved needle delivery systems were returned in the same packaging making lot identification prohibitive. As a result the investigation will be added to complaints c-(B)(4) and c-(B)(4). Visual assessment of sample (a) shows no ts or suture remain on the delivery needle. The suture was returned and one end is frayed. The depth limiter is crimped at its distal end. The actuator is in its t2 pre-deployment position. This condition is consistent with over penetration during deployment of t1 which resulted in t2 being stripped off the needle. Visual assessment of sample (b) shows t1 is free from the delivery needle but remains attached to the suture. T2 remains in its customary position on the delivery needle. The actuator is in its t2 pre-deployment position indicating a trigger advancement and deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This device was not returned in the condition of the reported complaint of t2 pre-deployment.